Event description:
It was reported that during the generator changeout, the lead was damaged upon the opening of the pocket. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.